Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2016 with the following findings: a review of the pump black box showed that the data from the date of the complaint had been overwritten due to continued use of the pump. The available black box history showed no evidence of any occlusion alarms. The rewind, load and prime steps were performed successfully with no issues. The force sensor calibration check verified the correct force. The pump was exercised for 24 hours with no occlusion alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/ persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.